Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, however, a specific value was not provided. The customer administered manual injections to address bg level. Cause of event was due to bent infusion set cannulas. Type of infusion set used was not reported. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.